Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has t-wave oversensing (twos) post ventricular sense. A follow up with the patient¿s healthcare provider yielded that the patient was diagnosed to have heart failure by the physician. The physician decided to just monitor the lead without intervention. The lead remains in use. No further patient complications have been reported as a result of this event.